Manufacturer narrative:
Literature citation: "catastrophic consequences of gauze during percutaneous coronary intervention", jacc: cardiovascular interventions, vol. 10. No. 15, 2017. Device is combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that chest pain, thrombus, cardiac arrest, and death occurred and foreign matter was noted within the patient. The patient presented with chest pain. A 3.00 x 24 mm promus element plus stent was implanted extending from the left man coronary artery into the ramus intermedius coronary artery. The patient continued to have chest pain and had a witnessed arrest five days later. Autopsy revealed proximal left anterior descending artery thrombus with evidence of gauze in the lumen and surrounding inflammation as the likely cause of death.

Manufacturer narrative:
Death date, event date, if implanted, give date: updated. (B)(4).

Event description:
It was reported via journal article that chest pain, thrombus, cardiac arrest, and death occurred and foreign matter was noted within the patient. The patient presented with chest pain. A 3.00 x 24 mm (B)(6) stent was implanted extending from the left man coronary artery into the ramus intermedius coronary artery. The patient continued to have chest pain and had a witnessed arrest five days later. Autopsy revealed proximal left anterior descending artery thrombus with evidence of gauze in the lumen and surrounding inflammation as the likely cause of death.